Event description:
It was reported via repair work order that the power cord ground pin was bent and the power inlet module was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.